Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, dysfunction, loss of range of motion, metallosis, fluid pocket in hip capsule, and metal-on-metal wear. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the presence of metallosis fluid and osteolysis in the greater trochanter. Patient medical records confirm the acetabular component, taper liner and modular head were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿, number 15 states, ¿metal on metal articulating surfaces have limited clinical history.¿ this report is number 3 of 3 mdrs filed for the same event, reference 1825034-2013-0405, 2014-00054 and 2014-00381.